Event description:
A healthcare facility in delaware reported via a fisher & paykel healthcare (f&p) field representative, that the inspiratory and expiratory limbs of a rt265 infant dual heated evaqua2 breathing circuit were incorrectly connected in reverse on a drager vn500 ventilator such that the gas flowed in a reverse direction through the humidifier. The healthcare facility reported that the mr850 respiratory humidifier triggered low temperature alarms over a period of approximately 36 hours before the misconnection was identified. It was further reported that the patient experienced "drastic change in secretions with change to proper humidification/heat and was subsequently intubated".

Manufacturer narrative:
Ps429887, method: the rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information and photographs provided by the customer and our knowledge of the product. Results: the healthcare facility reported that the inspiratory and expiratory limbs of a rt265 infant dual heated evaqua2 breathing circuit were incorrectly connected in reverse on a drager vn500 ventilator such that the gas flowed in a reverse direction through the humidifier. The healthcare facility reported that the mr850 respiratory humidifier triggered low temperature alarms over a period of approximately 36 hours before the misconnection was identified. It was further reported that the patient experienced "drastic change in secretions with change to proper humidification/heat and was subsequently intubated". Review of the photographs provided by the healthcare facility confirmed the reverse flow connection where the dryline was connected to expiratory port on the ventilator and expiratory limb was connected to inspiratory port on the ventilator. Conclusion: the reported reversed connection of the inspiratory dryline and expiratory limb at the ventilator end was due to an acknowledged user error. In this instance, the patient continued to receive gas flow, however no humidity was provided. The user instructions for the mr850 respiratory humidifier show in pictorial format the correct set-up of the system, including arrows indicating the flow of gas via the inspiratory limb from the ventilator, through the humidifier, to the patient and returned to the ventilator via the expiratory limb. The user instructions also include the following warnings and cautions: "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm, or death".